Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-nov-2018 with the following findings: during investigation, the pump powered on to a dim and discolored display. Additionally, the battery compartment was observed to be cracked. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim/fading display. This report is made based on results of investigation completed on 26-nov-2018